Manufacturer narrative:
Additional information was received that the explanted lead sc-2317-70, sn: (B)(4) was not returned to bsn. Sc-2317-70 (sn: (B)(4)). Device evaluation indicated that the complaint of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead impedances were high with positioning. Database analysis revealed no anomalies. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead impedances were high with positioning. Database analysis revealed no anomalies. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.